Manufacturer narrative:
It was reported that a 66-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter & a smartablate¿ system rf generator (us) and the patient suffered esophageal fistula and death. The caller reported the physician had stated that there was a patient showing symptoms of an esophageal fistula, but it is unknown at the time of the call if the esophageal fistula had ever been confirmed, or how it was discovered. The esophageal fistula is "suspected," but not yet confirmed. Additional information was later received indicating the procedure date was (B)(6) 2021 and the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related esophageal injury or fistula. No intervention was provided. Patient outcome of the adverse event was death. The patient did not require extended hospitalization because of the adverse event. Patient had previous cryo ablation for afib. Patient passed away a month after the ablation procedure at a different hospital. Device investigation details: the device investigation has been completed which included a device history record (DHR) review. The DHR evaluation was performed, and no non-conformances related to the reported event were found. Repair follow-up was performed as the device was not shipped for service or repair. Service was declined by the customer. As such, the reported complaint cannot be confirmed. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2021-01923 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). Importer report number # 2029046-2021-50010 product code m490007 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter & a smartablate¿ system rf generator (us) and the patient suffered esophageal fistula and death. The caller reported the physician had stated that there was a patient showing symptoms of an esophageal fistula, but it is unknown at the time of the call if the esophageal fistula had ever been confirmed, or how it was discovered. The esophageal fistula is "suspected," but not yet confirmed. Additional information was later received indicating the procedure date was (B)(6) 2021 and the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related esophageal injury or fistula. No intervention was provided. Patient outcome of the adverse event was death. The patient did not require extended hospitalization because of the adverse event. Patient had previous cryo ablation for afib. Patient passed away a month after the ablation procedure at a different hospital. Generator parameters during procedure were reported as power control with a warning at 37 degrees and cut off at 40 degrees. No error messages observed on biosense webster equipment during the procedure. Modalities were used to prevent esophageal injury such as temp probe, ai numbers < 400 near the esophagus. The correct catheter settings were selected on the generator, and the pump was switching from low to high flow during ablation. The carto® 3 system did not indicate to re-zero the catheter. Force visualization features used included graph, dashboard & vector with the visitag module parameters for stability of range: 2.5 mm and time: 3 seconds, respiration adjustment & tag index.